Manufacturer narrative:
(B)(4). Date sent: 5/11/2021. H6: component code = g04. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage, there was no staples present and the breakaway washer uncut and without marks. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? When was the safety disengaged? Please explain what is meant by, ¿anvil is detached, and it shot?¿ can more details about the alleged deficiency of device be explained and how it lead to tissue damage? How was this issue addressed? What is the current patient status? Response: the indication for surgery was adenocarcinoma of the left colon. Security was disabled after failure to review what happened. The sharp element that is retracted in the segment that is introduced through the anus, during the introduction of the device it came out and caused perforation of the fundus of the rectus-vaginal sac, the exit occurred without carrying out mobilization or rotations of the device that justify it . Also when checking the device it is evident that a line of staples was fired. The problem was addressed by changing to open technique and performing manual anastomosis. The patient's condition is good, the problem was adequately resolved, the consequences were: longer operating time. Conversion to open surgery in the final part of the procedure only for anastomosis.

Event description:
It was reported that during a laparoscopic sigmoidoscopy, when inserting the stapler, it punctured the bottom of the vaginal rectus sac because the anvil was detached, and it shot. It involved converting the surgery and with more supplies. The surgery was prolonged 1h30min.